Event description:
It was reported by the primary care physician that the patient had unmanaged diabetes and had been hospitalized every few weeks for gastroparesis issues. The patient had relocated. The reporter wanted help to find another physician to check the patient's device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).